Event description:
Literature article received. This report is being filed after the subsequent review of the following article: shen, w., liu, t., and shen, y. (1999). Plate fixation of fresh displaced midshaft clavicle fractures. Injury international journal of the care of the injured, 30, 497-500. From 1992-1994 there was follow-up on 232 of 251 patients with fresh completely displaced mid-third clavicle fractures in adults. Fractures were plated with a mizuho c-type plate (205 cases) or an ao/asif 3.5mm reconstruction plate (46 cases). There were 150 men and 82 women. The median age was 37.3 years with an age range 18-79 years. Bending or loosening in the plate by screw pull-out occurred in 14 patients. This is report 2 of 4 for (B)(4). This report is for an unknown ao/asif 3.5mm reconstruction plate. The article did not identify if events were related to ao plate or a non-synthes plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown ao/asif 3.5mm reconstruction plate/unknown quantity/unknown lot. The article did not identify if events were related to ao plate or a non-synthes plate. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.